Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The returned device indicated lock-up in an integrated circuit. (B)(4).

Event description:
It was reported that the patient had fluid retention, possibly due to their device being in vvi 65 mode after reaching elective replacement indicator (eri). It was further reported that the device had early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.